Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to an earth leakage current failed to meet specification. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The pal evaluated the device. A review of the service history was performed and no issues were identified that may have contributed to the failure. The assignable cause for rite test failure - ground bond was determined to be a loose screw on the door assembly. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.